Event description:
The customer contact reported the device had a burning smell. The device was returned to the biomedical department with a report of an unspecified alarm that could not be cleared. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was reported that the battery had to be removed and while the device was sitting on the counter, plugged in to ac power, the device made a popping sound and a burning smell was noted. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation did not detect a burning smell. Further testing found the power supply printed circuit board had a charred area next to the input transformer in the area of the rectifiers. Additional inspection found spillage and contamination on the power supply, power management, communication engine, and user interface controller printed circuit boards which resulted in electrical shorts causing charring and the burn smell. The cause of the contamination is use in the customer environment. This report represents all the information known by the reporter upon query by hospira personnel.